Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this reported event was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required were not provided. Radiographic information was not available. The investigation could not draw any conclusions regarding the reported event with the newly provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The patient was revised because of loosening of the tibial tray at the bone/cement interface, cement MFR is unknown. Osteolysis was noted. (B)(4) 2012 - clinical report received. Clinical report states the patient was revised to address aseptic loosening of the tibial component and a periprosthetic fracture.